Event description:
It was reported that the patient experienced a shocking sensation at the neurostimulator site. She turned her stimulation off and the shocking sensation went away. The patient's lead impedance measurements were less than 250 ohms. The impedance measurements of electrodes 0 an 3 were less than 50 ohms. The healthcare provider confirmed that the patient experienced stimulation at the neurostimulator site. Her device was reprogrammed and the issue resolved.

Manufacturer narrative:
(B) (4).